Event description:
It was reported the gastrointestinal videoscope was exposed to 10 ml of 10% buffered formalin during high-level disinfection in place of 70% isopropyl alcohol. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: we considered that the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): IFU warns on insufficient reprocessing by stating "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.